Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels after an unspecified duration of pod wear on the arm. Blood glucose values were reported to have reached approximately 1000 mg/dl. Reported symptoms included not feeling well and a loss of consciousness. The patient stated that healthcare professionals diagnosed diabetic coma. The patient was unable to recall what treatment was provided during hospitalization. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic coma. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.